Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. A cause of death was requested and will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking (esc); the outer tubing had an esc breach/breach (non-electrical). The outer insulation had cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. A cause of death was requested and will not be received.

Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant. A cause of death was requested and not be received.